Event description:
The customer reported that davita in-center staff have stated that while disconnecting the blood collection assembly with the male luer, the male luer threads are breaking off into the cannulation line. The staff are using pliers to remove the broken pieces from the line.

Manufacturer narrative:
Additional information: model #.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Additional patient information: diagnosis; esrd.

Event description:
The customer reported that davita in-center staff have stated that while disconnecting the blood collection assembly with the male luer, the male luer threads are breaking off into the cannulation line. The staff are using pliers to remove the broken pieces from the line. There was no report of patient harm.